Manufacturer narrative:
Correction: manufacturing report 2017865-2017-32327 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is a part of investigation device exemption (ide).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. No patient consequences were reported.